Event description:
The customer contacted stryker to report that their device was turning off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involve ment reported with the event.

Manufacturer narrative:
It was determined that the cause of the issue was damaged internal battery. This was an end-of-life device that was beyond its service life. It was determined to be unrepairable. The device was returned to customer unrepaired.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the internal battery was damaged. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was turning off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.